Manufacturer narrative:
The reported event of a stylet insertion issue was confirmed. As received, a complete lead was returned for analysis. A stylet insertion test was unable to be performed due to the over torqued inner coil at the connector region. X-ray confirmed the stylet was unable to be inserted due to the over torqued inner coil. The cause of the reported event was isolated to the over torqued inner coil at the connector region consistent with procedural damage. Electrical testing did not find any indication of conductor fractures although an internal short was noted due to the procedural damage noted at the connector region.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted the right ventricular (rv) lead exhibited failure to advance the stylet. The rv lead was not used and the patient was in stable condition.